Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7080611. UDI: (B)(4).

Event description:
It was reported that the patient underwent a procedure in which the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system was repositioned from the right upper buttock to right abdomen due to discomfort. It was noted that one of the lead in the cluneal area migrated, which was confirmed with imaging, and was explanted during the procedure. Swelling was noted, and the patient was doing well post operatively. No devices will be returned as the ipg remained implanted, and the lead was disposed of by the facility.